Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect. System operates as intended.

Event description:
Customer reported image quality problems. No pt injury was reported.